Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneous sodium results on approx 50 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. No deaths or serious injuries were reported. The customer started that after performing the monthly maintenance procedure, the quality control (qc) was out of range. The operator running the system was newly hired and was unfamiliar with the qc error messages. The operator continued to run pt samples and report results. The following day when the supervisor became aware of the situation, the system was recalibrated and a qc was completed within the lab's established ranges. All of the pt samples run since the monthly maintenance were repeated. Approx 50 amended reports were issued. Pt and sample info was requested but not provided by the customer. This is report 1 of 50 medwatch reports filed for this event for pt 1 of 50 pts.

Manufacturer narrative:
Service was not requested. The customer performed a recalibration and confirmed that the system was operating appropriately. The root cause of this event was determined to be user error. This reportable event was identified during a retrospective review of complains conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 1 of 50 reported by this customer, this MDR is related to the following mdrs that have been reported.